Event description:
The customer stated that his blood glucose reading had been higher than usual. He performed control tests and received a result of 235 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The customer disposed of the test strips. So no product will be returned for eval.